Event description:
The company was notified that the patient's explant surgery will be scheduled, since the patient continues to behave like a "deaf" child as reported by the patient's mother. External equipment was exchanged and programming adjustments have been done. Testing of the device showed that the device is functioning.